Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. And no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 14 and 20.5cm. The proximal conductor is stretched at 20.5cm.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and a sudden decrease in p waves correlating with cardiac surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.